Event description:
It was reported that the pump stopped to working within a week of its use. The customer replaced the battery cells with new one, nevertheless it did not work. There was exudate in the tube.